Event description:
Pt presented with severe pain for the past 2 days in the right eye 4 days after initial fit in night & day contact lenses. Diagnosis stated as central corneal ulcer, approx. 0.2mm diameter, no discharge, no infiltrates surrounding the ulcer, no edema, and no anterior chamber reaction. Prescribed vigamox 3 times/day with 1 week follow up. Event resolved with slight scar remaining and visual acuity unaffected and has returned to 20/20 corrected. History of previous wear of low dk one month disposable lenses as daily wear only and was fit n&d directly into extended wear. No further info is available.